Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing discomfort caused by the clik anchor. The patient underwent a revision procedure wherein the clik anchor was removed and will not be returned.